Event description:
It was reported that the patient presented in clinic due to the pacemaker was in back up operation noted through remote transmission. No programming changes were performed. The patient was stable throughout.